Manufacturer narrative:
The unit has not been returned for in-person investigation. This investigation was performed based on the provided x-ray. An abnormal increase in the bone thickness is clear on the x-ray. The severe hypertrophy has therefore been confirmed.

Event description:
No additional information has been provided.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that a patient treated with an intramedullary nail in the right femur was observed to have grade 3, severe cortical hypertrophy adjacent to the telescopic junction at 25 months postoperatively. There is no additional information available.